Event description:
It was reported that the patient was having difficulty charging the Implantable Pulse Generator (IPG) and needed to be upgraded. The patient underwent IPG replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.